Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the patient experienced a blood glucose of 28 mmol/l with extreme thirst after a bolus programmed by the meter remote was not delivered. The reporter indicated that the bolus was programmed on the meter and registered that it was sent, however, the pump bolus history was reviewed and no bolus was found at that time. This report is made based on the allegation that the patient experienced hyperglycemia associated with a missed bolus programmed from the meter remote.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-correction to initial reporter name: (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history showed that on (B)(6) 2015 a 1.3 unit bolus was programmed from the meter but not delivered due to an rf timeout warning. During testing, the pump successfully paired with a test meter and delivered a bolus of 1.3 units without alarms. The pump successfully delivered a 10 unit normal bolus and a 10 unit audio bolus and recorded appropriately in the pump history. The pump was exercised for 24 hours without errors occurring. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. (B)(4).